Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket / 510(k)#: k211960, k233837; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile stent was implanted during an esophageal stent placement procedure performed on (B)(6) 2025 to treat an esophageal compression caused by anal cancer that metastasized on the mediastinum. Reportedly, the stent stayed in place and was checked daily with x-rays. However, it was noticed that it migrated to the stomach on (B)(6) 2025 after a case of reported nausea stemming from contrast injection to restage the cancer. The physician decided to leave the migrated stent inside the stomach and remove it during a g-tube placement procedure at a later date.